Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
During servicing we identified a motor stall which constitutes a reportable malfunction. There was no patient involvement.

Manufacturer narrative:
Correction: this supplemental MDR is being submitted to correct incorrect d4. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced air in line and right iui. A review of the device history record for sn (B)(6) was performed from 02/07/2012 to 08/26/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the air in line sensor causing 242.4030 "¿a bottle side (upper) pressure sensor failure was confirmed and replicated during testing. ¿testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. ¿the pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. This failure mode is being monitored through previously investigated complaint process. ______________________________________ ¿a patient side (lower) pressure sensor failure was confirmed and replicated during testing. ¿testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. ¿the pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. This failure mode is being monitored through previously investigated complaint process. " the customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
During servicing we identified a motor stall which constitutes a reportable malfunction. There was no patient involvement.

Manufacturer narrative:
Corrected: h6, 10, additional information: d10 this device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced air in line and right iui. A review of the device history record for (B)(6) was performed from (b(6) 2012 to (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the air in line sensor causing 242.4030 "¿a bottle side (upper) pressure sensor failure was confirmed and replicated during testing. ¿testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. ¿the pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. This failure mode is being monitored through previously investigated complaint process. ______________________________________ ¿a patient side (lower) pressure sensor failure was confirmed and replicated during testing. ¿testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. ¿the pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. This failure mode is being monitored through previously investigated complaint process. " the customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
During servicing we identified a motor stall which constitutes a reportable malfunction. There was no patient involvement.